Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during a cruciate ligament surgery it was noticed that the device is loose. The normal functional test of the drill attachment was performed before sterilization. No loose parts or damage were noticed. The reported event was confirmed. The suppliers evaluation revealed the locking ring which place the bearing has slipped out of the groove which loosened the bearing and allowed it to shift 3 to 4 mm. This is most likely caused by excessive pressure when drilling.

Event description:
It was reported that during a cruciate ligament surgery it was noticed that the device is loose. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update swit 04-mar-2022: the normal functional test of the drill attachment was performed before sterilization. No loose parts or damage were noticed.